Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as:2134265-2017-01793. It was reported that aspiration was lost. Two avx® thrombectomy set were selected for an arteriovenous (av) thrombectomy procedure in the left forearm. Both devices were primed well. Aspiration was initiated inside the body with the first device. However, the device stopped pumping and started to leak saline at the pump bulb. Aspiration was initiated with the second device and this device stopped pumping and started to leak saline at the pump bulb as well. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.